Event description:
The customer stated that they received erroneous results for one patient sample tested for thyrotropin (tsh) and free thyroxine (ft4) on an e602 analyzer. The customer suspects that the issue may be related to biotin interference within the sample. Results from the e602 analyzer were not reported outside of the laboratory. This medwatch will cover tsh. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4. The sample was initially tested on an e602 analyzer. The sample was then repeated for tsh on a dxi analyzer and repeated for ft4 on a centaur analyzer. The sample was later treated with agarose resin and tested on the e602 analyzer. The customer stated that the resin binds biotin in the sample and if the untreated result differs within ten percent from the resin treated result, this is suggestive of biotin interference. Dilutions were also performed on the sample and tested on the e602 analyzer to determine if an interferent can be diluted out. The repeat results were believed to be correct and results from the dxi and centaur analyzers were reported outside of the laboratory. Refer to the attachment for the patient result data. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations were able to confirm the customer's results. A high biotin concentration was also detected in the sample. It was determined that the biotin concentration in the sample was the cause for the result discrepancy for tsh and ft4. This limitation is covered in product labeling.